Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula just fell off on (B)(6) 2024. It was confirmed that patients bg level was 69mg/dl at the time of event. The infusion set was replaced and insulin resumed. No further information available.